Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during patient treatment a "head" alarm occurred. Rfd was broken. There were no alarm after the rfd has been replaced. No harm to patient has been reported. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The fault was confirmed. The device was returned to the manufacturer and it was identified that the cause of the head error was a detached magnetic ring on the magnet carrier. This has most likely been damaged by improper application by the operation of the rfd in strong unbalanced ball bearings. Repair and restoration of the magnet coupling was carried out and the grooving was replaced. The unit is now fully functional and back in clinical use.

Event description:
Internal reference: (B)(4).